Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for the infusion of insulin, the adhesive portion of the infusion set did not properly adhere, resulting in the infusion set falling away from their body. The home care patient reported they did not notice when the plastic cannula of the set fell away, which resulted in their blood glucose levels rising to 300 mg/dl. The home care patient reported that they administered insulin injections and replaced their infusion set to resolve their high blood glucose. No permanent injury to patient reported.